Manufacturer narrative:
No investigation has been conducted, however an investigation is anticipated. The logs for the navigation system have been received and are to be reviewed by medtronic personnel.

Event description:
A site representative reported that, while the user was working with a 3d model, the navigation system experienced an unexpected exit. The user was able to resolve the reported issue by using the crtl + alt + backspace prompt on the keyboard. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Log analysis found that a segmentation fault occurred within the application software when the modelcontroller was contacted by the central processing unit (cpu). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.